Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in a car accident on the job and passed away. The caller stated that they are unsure how the accident happened; the customer's car went off the road and into the lake. The caller stated that the cause of death is unknown. The caller stated that the customer's blood glucose at the time of death, at 11:18, was 156 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor at the time of death. The caller stated that the insulin pump is in the coroner's possession. It was mentioned that the customer always had good control of their diabetes and had a good a1c. The customer had some incorrect low predictive alerts before they passed. The customer appeared to have drowned. The product was not returned for analysis.